Event description:
The user facility reported a decrease in the gas transfer performance of the involved oxygenator. The oxygenator performed as expected for the first hr and a half. Subsequently, po2 values were noted to decrease and the decision was made to change over to a new oxygenator.